Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient who was implanted with screws in a posterolateral fusion from the 10th thoracic vertebra to the 2nd lumbar vertebra on (B)(6) 2021. It was reported that loosening of pedicle screw of the second lumbar spine occurred, lumbar backache developed. The screw of the second lumbar vertebra that was being loosened was removed, and the screw of the first lumbar vertebra was also removed incidentally. The fixation range at the lowermost end was extended to the 4th lumbar vertebra, and screw was inserted and connected from the 10th thoracic vertebra. The cause was the fixed range. It was said that another factor was that the diameter of the screw inserted in the initial surgery was small.